Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastipak¿ concentric luer lock syringe malfunctioned as ¿part of the syringe broke off and lodged in pediatric blood transfusion set.¿ there was no further report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: one used sample of 50ll and 3-way-valve and connection tube without blister was received, contaminated with blood. Upon visual inspection of this sample received it can be observed the tip of the syringe is broken and was twisted after connection to 3-way valve and the broken tip remains inside it. DHR of lot 1711241 has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection. Molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection. Printing: once in the first pallet, and once in last pallet of the lot. Assembly: once in the first pallet, and once in last pallet of the lot. Primary packaging: once in the first pallet, and once in last pallet of the lot. Tip and thread verification is done to the first lot manufactured per line with iso594 compliant gauges pass/non pass. According to sample received, it can be determined the root cause of the tip breakage is over-screw done by user. Based on severity and occurrence no formal CAPA is required according to internal procedure.